Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an explant procedure to remove a right ventricular lead, this right atrial (ra) lead ended up being dislodged. Additional surgical intervention was performed and this ra lead was abandoned and replaced. No additional adverse patient effects were reported.